Event description:
Two occurrences of IV tubing separating from itself. Both in ICU setting, however on two different campuses. The events occurred one day apart from each other. Packaging was saved in one event and has been entered in this report. Case 1: IV tubing disconnected in-line, at the location of the safety clamp, while rn inserting tubing into pump channel. Case 2: unit pharmacist came to me with a defective alaris smartsite infusion set that came apart as he was priming the tubing. It broke apart at the y-site above the blue upper fitment.

Event description:
Two occurrences of IV tubing separating from itself. Both in ICU setting, however on two different campuses. The events occurred one day apart from each other. Packaging was saved in one event and has been entered in this report. Case 1: IV tubing disconnected in-line, at the location of the safety clamp, while rn inserting tubing into pump channel. Case 2: unit pharmacist came to me with a defective alaris smartsite infusion set that came apart as he was priming the tubing. It broke apart at the y-site above the blue upper fitment.